Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport vaccess CT low profile implantable port with kit components were returned for sample evaluation. Gross, visual, microscopic and functional evaluations were performed on the returned device. The port body showed what appeared to be two puncture access of the port septum. The manufacturing site evaluation states, an initial view of the images showed one powerport vaccess CT l/p implantable port as the main component to be evaluated, the sample was apparently clean. A closer view showed two punctures in the septum of the port, no other anomalies were observed across the sample. Therefore, the investigation is confirmed for the reported material puncture/hole issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a placement procedure using vaccess CT low-profile port. Prior to the procedure upon opening the vaccess CT low-profile port kit, the customer observed two punctures/gashes on the silicone septum of the port. The damage was identified prior to use. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, upon opening the vaccess CT low-profile port kit, the customer observed two punctures/gashes on the silicone septum of the port. The damage was identified prior to use. There was no patient contact.